Manufacturer narrative:
Unknown. The date received by manufacturer has been used for this field. Medical device type: multiple device types: (B)(4). Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® push button blood collection set "pbbcs-367324-luer cap loose".